Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device. On (B)(6)2025, the patient was not feeling well (no specific symptoms were reported) and was taken to the hospital. The reporter could not confirm if the dexcom sensor contributed to the patient being hospitalized but he mentioned that before they removed the sensor, the cgm readings was different from the bg reading as they took a bg reading after the patient was taken to the emergency room. The reporter did not remember the cgm and bg readings during that time and couldn´t confirm if the difference could be considered as an inaccuracy issue. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka) and unspecified medications were provided. At the time of the report the patient was still at the hospital and but feeling fine. The patient stayed at the hospital for more than 24 hours. No data was provided for (B)(6)2025. Data was evaluated for (B)(6)2025 and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6)2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off label usage of the device. (Sae info) data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.